Manufacturer narrative:
Concomitant medical product: 5554-45 lead implanted: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device only lasted 3.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.